Event description:
It is reported that it had been fine for half year since the catheter was placed into the pt body. In the process of removal on (B)(6) 2012, nurse noticed the catheter was nearly broken in the location of 15 cm proximal to the distal tip, and then the breakage happened during removal. The sample was kept for examination, the tip of the catheter was trimmed for bacterial culture by hosp.

Manufacturer narrative:
The complaint of catheter breakage is confirmed, user related. The characteristics of the damage found on the returned catheter are consistent with a tensile break. The user indicates "in the process of removal on (B)(6) 2012, nurse noticed the catheter was nearly broken in the location of 15 cm proximal to the distal tip, and then the breakage happened during removal." The break in the catheter is located at the 15 cm depth marker. It can be assumed a moderate amount of tension had been applied to the catheter during removal. No other complications with this device are known. This implies the device functioned as designed until the complaint incident occurred. It is possible a venous spasm occurred during removal. This is a complication related to mechanical irritation of the vessel wall. The venous spasm may have been intense, especially during removal of the catheter, when local irritation to the vessel wall is most pronounced. Gross visual and microscopic examinations, functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.